Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified distal right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported.